Manufacturer narrative:
Film evaluation results are: the exact cause of the inaccurate delivery of the bifurcate and aortic cuff, leading to the proximal type I endoleak, could not be determined from the pre-implant films provided. Films during implant and post-implant were not available for review. The proximal neck was confirmed to have been short, calcified, and severely angulated (off label). It is likely that implanting within the challenging proximal neck may have contributed to the events. The cause of the residual proximal type I endoleak after implanting the endoanchors also could not be determined, but was also likely related to the patient¿s proximal neck.

Event description:
Additional information reported that the patient had a follow up CT and also came in and saw their post operative physician. The physician's conclusion was that there was satisfactory occlusion of the abdominal aortic aneurysm with endovascular graft. No evidence of endovascular leak. Stable aneurysm sac size. There was a small seroma at right groin and minimal surrounding the left groin related to previous cutdown surgery.

Manufacturer narrative:
(B)(4). Other relevant device(s) are: etbf3616c145e, v05955669.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The patient's aortic neck angulation was 80 degrees and 6-7 mm in length. It was reported that after the during the index procedure, the bifurcate was inaccurately delivery resulting in a proximal type I endoleak. The physician then implanted an endurant ii cuff; however, the cuff was inaccurately delivered as well and the proximal type I endoleak still persisted. Six aptus endoanchors were utilized and deployed in the endurant cuff resulting in a decrease in the endoleak but still persisted. The endoleak did not fill the lower lobe of the aneurysm so a regular one month CT follow up scan will be performed to assess if the endoleak has diminished. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.